Manufacturer narrative:
Additional information was received on 5/24/2019. In addition to the left sided rupture reported previously, the patient also experienced right sided rupture and bilateral baker's grade IV capsular contracture. This report relates to the left prosthesis. See 1645337-2019-13828 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a 200cc mentor memorygel breast implant and experienced left sided rupture, noted during implant exchange, post procedure. Bilateral prosthesis replacement with 250cc mentor memorygel breast implants was performed.